Event description:
Accessories of holding sleeve disassembled. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). The investigation of the returned holding sleeve has shown that the locking pins came off. Due to repeated worldwide complaints a CAPA was initiated in order to eliminate such problems in the future. The manufacturing engineers decided to enhance the design of the locking pin in the area of the laser welding. Please note that these instruments were still manufactured according to the old design. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.